Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only event year is known, 2020. H3, h6: part: 03.037.028, lot: 9920603, manufacturing site: haegendorf, release to warehouse date: july 27, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: 9920603) was received at us customer quality (cq). Upon visual inspection, the shaft is broken at the last distal flexible segment of the shaft. Device failure/defect identified? Yes. Dimensional inspection: drawing. Specified dimensions: shaft od = 8 +/- 0.2mm. Measured dimensions: shaft od = conforming, device used = caliper ca148p. Document/specification review: current and manufactured were reviewed. Current and manufactured were also reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft is broken at the last distal segment. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4/b5: the event date and procedure date was updated to (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 22, 2020, the patient underwent a hip surgery. During the procedure, the distal end of the hex flexible screwdriver broke when it was being withdrawn after the rotational locking step was completed. A hemostat was used to retrieve the broken piece. The procedure was successfully completed with a five (5) minute surgical delay. There was no patient consequence. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hip surgery. During the procedure, the distal end of the hex flexible screwdriver broke when it was being withdrawn after the rotational locking step was completed. A hemostat was used to retrieve the broken piece. The procedure was successfully completed with a five (5) minute surgical delay. There was no patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).